Event description:
It was reported that there was an apparent lead fracture, inappropriate shocks were delivered, and the device reached elective replacement indicators prematurely. Both the lead and device were explanted. No patient complications were reported as a result of this event. A journal article also reports noncapture, oversensing, noise, and high pacing impedance.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fractured; full lead returned and analyzed. No anomalies found . Journal article which supplied addtional information on this event is 'early failure of a small-diameter high-voltage implantable cardioverter-defibrillator lead'. Hauser, robert g. Et. Al., heart rhythm, vol 4, no 7, 2007. Pgs 892-896. It was reported that there was an apparent lead fracture, inappropriate shocks were delivered, and the device reached elective replacement indicators prematurely. Both the lead and device were explanted. No patient complications were reported as a result of this event. A journal article also reports noncapture, oversensing, noise, and high pacing impedance. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated premature eri (elective replacement indicator).